Event description:
It was reported that the pump did not annunciate for a continuous glucose monitor (cgm) alert. Customer¿s blood glucose level was 212 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.